Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to high out of range right atrial (ra) lead pacing impedance measurements above 3000 ohms. Technical services (ts) was consulted and recommended further evaluation. In addition, noise was noted, and there was a recorded signal artifact monitoring (sam) episode due to suspected electromagnetic interference (emi). This pacemaker system remains in service. No adverse patient effects were reported.